Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 4cm and 5cm marks on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported a hole in the piccline. The catheter was inserted (B)(6) and has been used since then without problems. Patient came for treatment (B)(6) and the picline is then flushed and blood return is checked. After blood return is obtained, I flush again and then all the fluid leaks back out through the injection site through the skin. We draw the piccline and it is inspected, we can then see a small hole about 4.5 cm from the 0 marking. Event occurred during use. 21.09.2023 update : the patient has not suffered any damage in connection with the leak, but will need to have a new piccline inserted.

Event description:
It was reported a hole in the piccline. The catheter was inserted (B)(6) 2023 and has been used since then without problems. Patient came for treatment (B)(6) 2023 and the picline is then flushed and blood return is checked. After blood return is obtained, I flush again and then all the fluid leaks back out through the injection site through the skin. We draw the piccline and it is inspected, we can then see a small hole about 4.5 cm from the 0 marking. Event occurred during use. (B)(6) 2023 update: the patient has not suffered any damage in connection with the leak, but will need to have a new piccline inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned.